Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient is getting relief with pain around the house, but after being at work for a couple of hours her pain increases. The patient said turning up stimulation didn't seem to help. The patient said her battery runs low seemingly quickly. The patient was given a new group b and c to try and was also put on cycling at 1 min/1 min. The patient said she fell over the weekend and has soreness at the ins location, but no bruising or swelling. The patient was told to contact the rep if the battery site becomes sore or noticeable changes occur. An impedance check showed all contacts were within normal limits. The patient denied any other complaints at the time of the report. The issue was reported to be resolved. No further complications were reported.